Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported the patient presented 92 months post stent graft implant with abdominal pain and rectal bleeding. The CT demonstrated enlargement of the aneurysm and the right common iliac artery had ruptured. The physician elected to surgically convert the patient to a conventional stent. The explanted stent graft is pending evaluation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak. - pending device returned for evaluation. Conclusions: other - pending device returned for evaluation. - ruptured iliac artery.